Event description:
It was reported that an unspecified malfunction occurred. The date of event is an approximation. The patient reported being hospitalized due to a dexcom-related issue. However, specific details regarding the event could not be obtained, as the call was disconnected before further information could be gathered. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation, however as there is no specific allegation and no errors found within the data the confirmation of the allegation was undetermined. The probable cause could not be determined.